Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a proglide device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, upon advancing the device a "pop" sound was heard. The device was attempted to be removed; however, resistance was felt. A cutdown was performed to remove the device. Upon removing the device, it was found that the foot had broken away from the distal guide. A cutdown was performed to remove the device and separated foot. It was confirmed that nothing was left behind in the anatomy. Hemostasis was achieved through an arterial patch closure via the cutdown. A clinically significant delay of one hour was reported as a result of the cutdown. The patient status was reported to be "good" post procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Attachment: medwatch report #: 2100230000-2023-8009. The device was returned for analysis. The entrapment of device, difficult to advance, and noise cannot be replicated in a lab environment. The material separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, based on the reported information and the returned device analysis, it is likely that guide broke during insertion as suggested by the difficulty inserting and the audible ¿pop¿ noise reported. Separation likely occurred during needle deployment. The separated guide would prevent the foot from closing causing entrapment. Factors for guide breaks occur due to the angle of insertion in relation to the vessel tract, and manipulation of the device when the foot is deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.a2: patient age corrected from 68 to 63 d4: catalog #.

Event description:
Subsequent to the initially filed report, the following information was received. User facility medwatch report (medwatch report #: 2100230000-2023-8009) received that states. "Per operation note: us was used to identify the right common femoral artery (cfa), and this was accessed percutaneously with a micro puncture set. An 8fr dilator was passed, and two perclose devices were placed. A 8fr sheath was then placed over the wire into the right common femoral artery. Us was then used to access the left common femoral using a micro puncture wire and sheath. We then placed a bentson wire and exchanged the micro puncture sheath and dilated the arteriotomy with a 8fr dilator. The perclose device was then placed, however the perclose could not be advanced or removed. We therefore cut down on the common femoral artery and dissected the common femoral proximal to the access point and also dissected the profunda and superficial femoral artery (sfa) and encircled all three with silastic vessel loops. We then fully anticoagulated the patient with IV heparin and gave additional boluses throughout the case based on activated clotting time (act) to maintain act. We cinched the vessel loops to clamp the artery proximally and distally. An eleven blade was then used to create an arteriotomy and extended this with a potts scissor. The perclose device had fractured at the arteriotomy and the foot plate had become deployed in the artery and we were unable to recapture the footplate. By extending the arteriotomy we were able to remove the device in its entirety. We then debrided the artery and performed a common femoral endarterectomy. We then used bovine pericardium to perform a patch angioplasty of the artery. At this point the vessel loops were released allow flow through the patch. No repair sutures were required. Using a micro puncture set access was performed under direct visualization through the patch. A bentson wire was placed and an 8fr sheath was placed, and the bentson was exchanged for an amplatz wire in the chest using an angled catheter." It was also confirmed that a total of two devices were used on the left side, but only one device had the issue requiring the need for a cut down.